Event description:
It was reported that, during a procedure involving the shell, the device stopped mid-shot and did not work, and a second shot with a reinforced load was attempted. The shell was changed but could not fire due to the thickness of the first reinforcement. The device was then replaced with a stapler and a load without reinforcement to continue the procedure. The procedure was extended by 30 minutes due to the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: sigpshell, sig power sigpshell control shell (lot#unknown); sigphandle, sig power sigphandle handle (serial#unknown); unk-sigadapt, unknown signia egia adapter (serail#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d1, d4 (model #, catalog #, expiration date, lot # #, unique identifier (UDI) #), d8, g3, g4 (PMA/510(k) #), h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during sleeve gastrectomy involving the shell, the device stopped mid-shot and did not work, and a second shot with a reinforced load was attempted. The shell was changed but could not fire due to the thickness of the first reinforcement. Thedevice was then replaced with a stapler and a load without reinforcement to continue the procedure. The procedure was extended by 30 minutes due to the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that four images of a monitor displaying a tissue cavity. A reload and grasping instruments could be seen in the cavity. The jaws of the reload were open. The anvil and cartridge side reinforcement materials were stuck to the distal end of the jaws. A section of the reinforcement material was stapled to the tissue. The reload staple cartridge was not visible. Several reinforced staple lines could be seen. No staple malformation was noted. It was reported that the device partially fired. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.